Event description:
Boston scientific crm received information that this left ventricular (lv) lead displayed high out of range impedance measurements of greater than 2000 ohms and intermittent capture. A lead fracture was suspected and s x-ray is planned. The physician will be consulted for a care plan. To date, no adverse patient effects were reported.

Event description:
Additional information was received that this lv lead had been previously been programmed off due to high out of range impedance measurements. Boston scientific technical services (ts) was consulted regarding the lv lead pacing again (even though it had been turned off). It was noted that the patient's device had gone into a fallback mode, which would default to pacing the lv lead no matter what its previous programming had been. No adverse patient effects were reported.

Manufacturer narrative:
At this time the lv lead remains implanted and programmed off. No additional information is available at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.